Manufacturer narrative:
The customer¿s report of a drip leaking was confirmed. Testing and inspection observed leaking at the area of the engagement of the set's entrance luer and non-bd microclave. The attached components were detached from each other in which it was observed that the connection was not secure. Inspection of the recently mated components observed no issues. The components were reattached and repeated testing no longer observed leaking. The root cause of the customer¿s experience was the component connections not being securely attached to each other.

Event description:
The customer reported they noticed a heparin drip leaking on an ecmd (experimental cancer medicine demystified) patient in the cvicu. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they noticed a heparin drip leaking on an ecmd (experimental cancer medicine demystified) patient. There was no patient harm.